Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
The customer reported that the couch moved in the wrong direction using mosaiq. Based on the available information, there has been no actual mistreatment.

Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the related information. There was no mistreatment as a result of this issue. The hospital department reported that they used tma (table movement assistant) to position a patient on the treatment table toward the gantry and then used cbct (cone beam CT) to visualise the patient's treatment volume. Staff noticed that the patient was in the incorrect position. Patient positioning was away from the gantry instead of toward. They had to reposition the patient and used tma (table movement assistant) once more to move to the correct position. They visualised once more with another cbct (cone beam CT). The couch position was correct this time and they proceed to treat the patient. The customer has since upgraded to mosaiq to 2.62 and no further reports of this issue have been received. The issue could not be reproduced by (B)(4) and cause could not be determined.